Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, events of post-paced t-wave oversensing (pptwos) and sensing noise were noted on the device. Abbott technical support was contacted, but no intervention has been performed at this time. The patient was stable.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient was stable.